Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Pictures were received but did not enable to confirm the event. The reported event was not confirmed as the product was not returned. The device will not be returned to the manufacturer. Therefore it will not be analyzed the review of the device manufacturing quality record indicates that (B)(4) products biomet bone cement 2x40g, batch a750cd0910 were manufactured on 16 july 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue. The review of the sterilization certificate indicates that the products were sterilized according to the specifications. 9 similar complaints have been recorded for refobacin bone cement r 1x40g batch a750cd0910 within one year . According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the inner aseptic packaging was found to be leaked. This issue was found before surgery, there was no patient involvement.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The review of the device manufacturing quality record indicates that 2621 products biomet bone cement 2x40g, reference (B)(4), batch a750cd0910 were manufactured on 16 july 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue (packaging: inner pouch package opened). The review of the sterilization certificate indicates that the products were sterilized according to the specification. The device will not be returned to the manufacturer. Therefore it will not be analyzed. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner aseptic packaging was found to be leaked. This issue was found before surgery.